Event description:
On august 17, 2006, the lay user/pt contacted lifescan alleging that she was unable to test with her one touch ultra because the meter was only displaying the meter's memory when she turned the meter on. The medical affairs specialist spoke with the pt on august 22, 2006 to obtain/verify the following info. The pt stated that she is a stroke pt, is legally blind, and forgets how to use the meter. The pt tests 3-4 times a day (before meals and before doing to bed) and reportedly obtained her last successful test on in 2006, before going to bed. The next morning, the pt attempted to test, but, the meter kept on displaying the meter's memory. The pt was unable to specify if she had any symptoms of high or low blood glucose when she attempted to test on the meter; however, she stated that she had to drink lots of water later that day. At 1pm, the same day, the pt went to her scheduled doctor's visit. The pt had her blood glucose tested and got a lab result of "278 mg/dl." The pt was advised to add 25 units of novolog r at lunchtime in addition to her current 70/30 insulin regimen but did not receive any medications during the doctor's visit. The cca walked the pt through troubleshooting and discovered that the pt was using the incorrect testing technique. The issue was resolved with training and the cca sent her an instructional video. This complaint is being reported because the pt was unable to test in the morning and the pt developed symptoms that would suggest high blood glucose.